Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: there was no evidence of intermittent power observed in the black box data. There was one pump reboot associated with clearing a replace battery alarm. The returned battery cap measured within specifications and was able to fully tighten to the pump. The pump powered on and the battery compartment was intact with no damage. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no moisture or loose components observed inside. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.